Event description:
It was reported that this right ventricular (rv) lead showed signs of far-field oversensing (ffos) following an upgrade to a crt-d system. The patient experienced symptoms related to pacing inhibition, and the device delivered inappropriate therapies during atrial fibrillation with rapid ventricular response (af with rvr). A total of 18 atps and 3 shocks were delivered without any change in rhythm. The oversensing was suspected to be positional, possibly due to subtle lead movement during the upgrade or anatomical changes following av node ablation. It was therefore decided to explant and replace the lead. The lead was successfully explanted and replaced without additional adverse effects reported for the patient.

Event description:
It was reported that this right ventricular (rv) lead showed signs of far-field oversensing (ffos) following an upgrade to a crt-d system. The patient experienced symptoms related to pacing inhibition, and the device delivered inappropriate therapies during atrial fibrillation with rapid ventricular response atrial fibrillation (af) with rapid ventricular response (rvr). A total of 18 atps and 3 shocks were delivered without any change in rhythm. The oversensing was suspected to be positional, possibly due to subtle lead movement during the upgrade or anatomical changes following av node ablation. It was therefore decided to explant and replace the lead. The lead was successfully explanted and replaced without additional adverse effects reported for the patient.